Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibrational alert and presented to the clinic for a follow-up. The device was interrogated and there was an increase in the pacing impedance on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
It was reported that the patient received an additional vibratory alert due to high impedance on the right ventricular (rv) lead. Noise and oversensing were also observed. The device was reprogrammed with no patient consequences. The patient is awaiting lead explant.